Event description:
Customer reported no table movement. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the leg extension was not docked properly, causing an accessory error. Ge rep provided info to customer. System operates as intended. (B) (4).